Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a stent embolization occurred. The lesion was located in the rca (right coronary artery). Predilation was performed several times with a 2.5x15mm apex balloon. The 3.0x38mm taxus liberte stent was advanced, but was unable to cross the lesion. The stent became lodged in the lesion and the physician began to pull the stent back. The stent came off of the delivery balloon. An unknown balloon was used to crush the stent against the rca wall. Two additional unknown sized taxus stents were successfully placed with no patient complications. The patient was reported to be okay post procedure.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.